Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the aortic rupture was most likely related to the patient¿s ellipsoid geometry and the presence of severe and extensive calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, per article: "conservative management of aortic root rupture complicated with cardiac tamponade following transcatheter aortic valve implantation." After the implant of a 26mm sapien xt valve , the patient suddenly became hypotensive and tee showed an expanding aortic root hematoma with pericardial effusion developing and signs of cardiac tamponade. Percutaneous pericardiocentesis was performed, draining 20mml of blood that were re-infused. During the first 72h the patient persisted with hemodynamic instability controlled with volume load and repeated pericardial drainages to maintain a mean arterial pressure >60mmhg. Finally, the weaning from mechanical ventilation was successfully performed and discharged one month after the procedure. At one-year follow-up the patient was almost fully independent for basic activities of daily living.